Event description:
Additional information was received that over two and a half years later this device was explanted for normal battery depletion. No further allegations were noted from the field and no adverse patient effects were reported.

Event description:
Boston scientific received information that there is concern that this pacemaker battery is depleting faster than expected. In spring of this year, the estimated battery remaining was 2.5 years, and now the recent check (approximately (B)(6) months later), estimates less than (B)(6) months until elective replacement time (ert). The health care professional (hcp) performed a threshold test and now the remaining longevity was 1.5 years. The hcp then called boston scientific technical services (ts) to discuss which estimate is accurate, as magnet rate is 100 ppm and no issues with capture thresholds or lead impedances were noted. Downloaded pacemaker data was faxed for analysis and reviewed by engineering. Based on the factors that can impact longevity estimates it is likely that there were changes in the auto-threshold measurements and impedances that caused the variability in the longevity estimate. There was approximately 1.4 years estimated longevity remaining, however, it was noted that changes in thresholds or impedances could decrease the estimate to less than six months, as already observed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. It was confirmed that at the time of explant the device was at elective replacement time (ert) and therapy was available. Detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion.